Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) was admitted to the ER and given IV fluids due to glucose to be 603 mg/dl. The pwd was transferred to ICU as glucose was still uncontrolled and was then given and IV insulin drip and released 2 days later. The pwd received line blocked alarms and bg levels rose above 400 mg/dl. No leaks, kinks, or occlusions were noted with the infusion set.